Event description:
General system failure following some extremely positive return pressure alarms. No clinical information on the status of the patient following the general system failure.

Manufacturer narrative:
Add'l MFR narrative: the data files have been reviewed by technical support and the review confirms that extreme pressures were observed, but further information is required to determine what caused them. General system failure (gsf) alarm is classified as a malfunction alarm. The malfunction alarms are designed to occur if patient safety cannot be monitored due to a system problem/self-test failure. During the malfunction alarm, the prismaflex control unit enters a "safe state" for the patient by stopping all pumps and closing the return line. A gsf alarm is normally not expected to occur following excessive pressure alarms. It is not possible from the information available to determine what caused the gsf alarm.